Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing muscle stimulation presented in the emergency room. Upon interrogation, the right ventricular lead exhibited far p wave oversensing, undersensing, and high capture threshold. Chest x-ray was performed and revealed that both right ventricular lead and left ventricular lead had dislodged. No intervention as performed. Lead revision procedure was scheduled and not yet performed.

Event description:
New information on (B)(6) 2018 stated the patient was in stable condition post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information on 3/12/18 stated both leads were explanted on an unknown date. No further information was available.